Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. When a smart reload was inserted into the adapter it was not recognized as a smart reload. Visual inspection of the device showed that the green-wire contact for the sulu-ID functionality was detached. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. The observed condition can cause the adapter not to properly recognized the smart reload. Replication of this condition may occur if one of the contact wires is dislodged out of position. However, it could not be reliably determined how or when this occurred. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A review of the current complaint data reveals no trend for a device related failure for this condition. The reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: in lap sleeve gastrectomy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was unable to fire, the handle did not recognize the loading unit and cartridge as a smart/chipped loading unit. The handle incorrectly recognized the loading unit/cartridge as a non-chipped smart reload. Also, upon attempting to fire the reload, the device would not fire. Two (2) different loading units was tried with the staple cartridge and it would not fire and continued to display incorrect loading unit in the display. A new device was used in order to resolve the issue. He case was delayed by at least 30 minutes due to this issue. There was no patient harm. No reinforcement material was used.